Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the buttons and rubber keypad are worn. In a separate call the reporter alleged that metal is exposed on top of the keypad. The pump was not available for review during the initial contact made to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/8/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the keypad was found to be torn over the ¿ok¿ button. The ¿down¿ button responded intermittently while the ¿up¿, ¿ok¿ and contrast buttons responded properly. Removal of the keypad found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to this complaint the battery compartment was found to be cracked.